Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to charge batteries) was confirmed. As received, the battery charger/modem was unable to charge a battery. Upon evaluation, the c608 capacitor on the bedside board was internally shorted. The root cause for the shorted capacitor was unable to be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was unable to charge batteries.